Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg was having communication issues with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation of cannot increase amplitudes was not confirmed. The root cause of the reported observation was not ascertained; the device exhibited normal device characteristics. The ipg diagnostic logs did show the device issued several resets at the approximate date of the patient¿s unrelated surgery. It was confirmed a device recovery was performed after the ipg resets and the ipg logs suggested normal functionality after the recovery. Using a clinicians programmer, the system impedance test results were within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection and verifies all stimulation outputs across all electrodes at different polarities. The ate stimulation output test is performed at an amplitude of 3ma with a positive and negative polarity, which is higher than the amplitudes used in the field.

Manufacturer narrative:
G3 - date received by manufacturer has been corrected in this report. In the previous report, it was documented as (B)(6) 2025 and it should have been (B)(6) 2026.

Event description:
Additional information revealed that the ipg was able to be recovered by manufacturer representative. It was later explanted and replaced on (B)(6) 2025 due to being unable to adjust therapy (manufacturer report reference # 3006705815-2026-01992).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.